Event description:
It was reported that the patient had an infection following an ipg replacement procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an infection following an ipg replacement procedure. Additional information was received that the patient had an infection at the ipg site. Symptoms of pain, swelling and leakage were noted. The physician believed that the cause of infection was unknown and not procedure related. The patient underwent an explant procedure and was placed on antibiotics. The explanted device components were discarded by the medical facility.